Event description:
The customer states that a patient was seen in the ER on the day of the event and an axsym bhcg result of 313 mlu/ml was reported. The physician questioned the result because the patient's bhcg value a month earlier was 411 mlu/ml. The sample from event date was thawed, recentrifuged, and retested yielding a result of 54,332 mlu/ml. The patient was redrawn two days after the event and the bhcg result was 74,000 mlu/ml. No patient injury was reported.